Manufacturer narrative:
The probable root cause of the damage to conductor wire insulation is attributed to component failure. Additionally, patient demographics information was obtained via follow up.

Manufacturer narrative:
Based on the claim against the product by the customer noting, missing coating. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system, the maryland bipolar forceps instrument passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage. And no missing material. The complaint regarding missing coating was confirmed, by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument, creating a conductive path during use. Thermal damage can also result, due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported, that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure. The maryland bipolar forceps had an area where the protective coating is missing. The procedure was completed with no reported injury.